Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd pegasus¿ safety closed IV catheter system before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Correction: the initial MDR was submitted with the incorrect lot #. Medical device lot #: 6048426. Investigation summary: visual analysis. Observations and testing: received one unused pegasus unit in a sealed package from lot number 6048426. One q-syte was attached to the y-adapter. Visual/microscopic evaluation: there was no fm observed anywhere on the q-syte unit. The defect foreign matter, as stated as the reported code was not confirmed with the returned unit or with the submitted photos. With the submitted photos, unable to determine if the fm was loose in the package or attached to on the q-syte. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.